Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "breastfeeding difficulties" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Breastfeeding complications ¿ breastfeeding difficulties have been reported following breast surgery, including breast reduction and breast augmentation surgery. A periareolar surgical approach may further increase the chance of breastfeeding difficulties. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation.

Event description:
Patient reported having "breastfeeding difficulties," specified as "not enough milk production" and describing the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Patient then reported a left side "deflation" and "red spots on breast." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, missing, and a broken plug strap. A leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on anterior side. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Patient reported having "breastfeeding difficulties," specified as "not enough milk production" and describing the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Patient then reported a left side "deflation" and "red spots on breast." Device has been explanted.